Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a crack in the female luer of the extension set. The patient was connected to a central venous access port for medications during pheresis procedures. No patient harm reported.

Manufacturer narrative:
Additional medwatch information provided

Event description:
Received a copy of the customer's medwatch report from the FDA which states: rn noticed leaking at connection site, and then noted a crack in the female adapter end of the extension tubing. What was the original intended procedure: photopheresis.

Manufacturer narrative:
The customer¿s report of a crack in the female luer was confirmed. Visual inspection of the set noted a thin crack spanning nearly the entire length of the side of the female luer. The crack had also penetrated the rim of the luer. There were no other damages or anomalies. Functional testing was not performed due to obvious damage of the set. The root cause of the crack was not identified.